Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject device was implanted on (B)(6) 2017 with a ventricular lead. On (B)(6) 2017, while the patient was hospitalised for a reason unrelated to the pacing system, it was found on ECG that the patient's heart rate was below the programmed basic rate. On pacemaker check, noise oversensing was confirmed in the episodes recorded in the device memory. As the noise was recorded at an interval of 125 ms, oversensing of minute ventilation (mv) current injection pulses was suspected. It was also found that the ventricular lead impedance had increased from 508 ohms to 1194 ohms since the implantation. The rate response function was reprogrammed to off (previously, the parameters "rate response" and "sensor" were programmed to "learn" and "mv" respectively). Another pacemaker check was scheduled for (B)(6) 2017. On (B)(6) 2017, the pacemaker check revealed that the ventricular lead impedance was displayed as over 3000 ohms; this high lead impedance did not improve after the lead polarity was reprogrammed from bipolar to unipolar. As pacing and sensing by the pacemaker were both unsuccessful, a re-intervention was scheduled within the same week. On (B)(6) 2017, a re-intervention was performed. When the physician performed a lead pull test prior to unscrewing the set-screw of the pacemaker, the ventricular lead was pulled out from the port. After normal lead measurements were confirmed using a pacing system analyzer, the same lead was reconnected to the subject device and the re-intervention was completed. The lead measurements obtained during and after the procedure were as follows: intra-procedural values (by psa) impedance: 800 ohms, threshold: 0.6 v/0.5 ms, r-wave amplitude: 4.0 mv post-procedural values (by programmer). Impedance: 962 ohms, threshold: 0.75 v/0.35 ms, r-wave amplitude: 3.29 mv. During the pacemaker check dated (B)(6) 2017, the lead measurements were confirmed not to have significantly changed from the postprocedural values measured after the re-intervention on (B)(6) 2017.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject device was implanted on (B)(6) 2017 with a ventricular lead. On (B)(6) 2017, while the patient was hospitalised for a reason unrelated to the pacing system, it was found on ECG that the patients heart rate was below the programmed basic rate. On pacemaker check, noise oversensing was confirmed in the episodes recorded in the device memory. As the noise was recorded at an interval of 125 ms, oversensing of minute ventilation (mv) current injection pulses was suspected. It was also found that the ventricular lead impedance had increased from 508 ohms to 1194 ohms since the implantation. The rate response function was reprogrammed to off (previously, the parameters rate response and sensor were programmed to learn and mv respectively). Another pacemaker check was scheduled for (B)(6) 2017. On (B)(6) 2017, the pacemaker check revealed that the ventricular lead impedance was displayed as over 3000 ohms; this high lead impedance did not improve after the lead polarity was reprogrammed from bipolar to unipolar. As pacing and sensing by the pacemaker were both unsuccessful, a re-intervention was scheduled within the same week. On (B)(6) 2017, a re-intervention was performed. When the physician performed a lead pull test prior to unscrewing the set-screw of the pacemaker, the ventricular lead was pulled out from the port. After normal lead measurements were confirmed using a pacing system analyzer, the same lead was reconnected to the subject device and the re-intervention was completed. The lead measurements obtained during and after the procedure were as follows: intra-procedural values (by psa): impedance: 800 ohms, threshold: 0.6 v/0.5 ms, r-wave amplitude: 4.0 mv. Post-procedural values (by programmer): impedance: 962 ohms, threshold: 0.75 v/0.35 ms, r-wave amplitude: 3.29 mv. During the pacemaker check dated (B)(6) 2017, the lead measurements were confirmed not to have significantly changed from the post-procedural values measured after the re-intervention on (B)(6) 2017.